Manufacturer narrative:
H.6. Investigation: ¿1 photo as shown in attachment b was returned for evaluation. ¿from the returned photo, it was unable to determine what had cause the defect as the pictures only show before and after of the bottom web. ¿the complaint is unconfirmed as no samples were received and from the pictures provided, it was unable to determine what had cause the defect. ¿the investigation was not able to confirm what the customer had experienced as no samples were received and from the pictures provided, it was unable to determine what had cause the defect. ¿a review was performed for the last 12 months of quality notification. ¿there was no quality notification was raised for the reported non ¿ conformance ¿no abnormality was observed during the production of the reported batch. H3 other text: see h.10.

Event description:
Material no. 381337, batch no. 8265333. It was reported that during use of the insyte-w winged pnk 20ga x 1.88in the customer is experiencing issues with the catheters since the packaging has changed, catheters are difficult to thread, seem dull, and dislodge. The date/time and or patient information is unknown. The following information was provided by the initial reporter: the catheter is sometimes challenging to advance. The catheters dislodge. The catheters seem duller. These issues did not seem to occur in the same device (same cat #) with the old packaging. As soon as packaging changed, issues began.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 381337, batch no. 8265333. It was reported that during use of the insyte-w winged pnk 20ga x 1.88in the customer is experiencing issues with the catheters since the packaging has changed, catheters are difficult to thread, seem dull, and dislodge. The date/time and or patient information is unknown. The following information was provided by the initial reporter: the catheter is sometimes challenging to advance, the catheters dislodge, the catheters seem duller, these issues did not seem to occur in the same device (same cat #) with the old packaging, as soon as packaging changed, issues began.